Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a hematoma which was evacuated. No additional adverse patient effects were reported. The device system remains in service.